Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for 00515047501, lot number z000006716, identified no relevant deviations or anomalies. Product examination found corrosion and damage to the battery pack. However, due to the nature of the return of this product, this complaint cannot be confirmed. The unit was in a plastic bag that contained an amount of moisture which caused corrosion during shipping. The condition considerable of this unit during customer use is unknown. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery, the product's water pressure was too weak to use. Therefore, the surgeon used an alternative one without delay. No adverse events were reported as a result of this malfunction. Product examination found corrosion and damage to the battery pack from the investigation result.